Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm, pump error 53 alarm, and pump error 4 alarm. The formatted history and long trace files show pump error 53 alarms (line number 5632 file number 2005) and pump error 4 alarms were triggered prior to the critical pump error (open book) alarm due to a software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose value was 159 mg/dl. The customer stated that they saw a red x on the display of the insulin pump. The insulin pump will not be returned for analysis.